Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been two other complaints reported in the lot number. Additional information was requested on 01/06/2010 by fax and mail. A completed questionnaire was received on 01/08/2010. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported that "vision is never better than 20/50 to 20/40" and she can see rings at night following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the patient's residual refractive error is not resolved. There are two medical device reports associated with this event. This report is for the left eye.